Event description:
It was reported that the device was fired on the left adnexa of the uterus without complication. The instrument would not open properly. The firing handle would not return to the open position. The instrument appeared to have transected tissue, but no staples were present. Bi-polar was used to control bleeding. The case was completed with another device.